Event description:
Doctor was placing a tunneled groshong catheter, cuff of the groshong came off of catheter while tunneling. Cuff should stay attached to catheter. This all occurred outside of the patient. Catheter malfunctioned.